Event description:
In 2004 - a dental implant was placed in tooth location #30. Subsequently, the patient was experiencing paresthesia in the mandibular lip. In about 5 weeks later - the implant was removed. In 03/2005 - the clinician was contacted. He stated "the patient has shown some improvement, but continues to have some numbness in the mandibular lip".